Event description:
It was reported, the patient¿s pant line extended over the pump and every time it moved it rubbed against the pump and hurt. The patient was just implanted the night prior to the date of this report. The pump site was tender from just getting implanted. The system was being used to deliver morphine. Two days later, it was reported, the patient had a ¿bone crushing headache¿ on 2014 (B)(6). It was reported, it was spinal pain and the patient had it before. Headache treatment measures had not helped. It was noted, the patient had not had a bolus for a while and he was staying away from it. Additional information later reported that the patient was not sure if it was an overdose or not but they feel light headed. The patient further reported having complications, stated "there are some problems with it. The anesthesiologist that put it in introduced blood to the subdural space, so I have subdural hemorrhages in my thoracic and lumbar spine and no one is willing to do anything about it but now the pump is making me feel lightheaded and I can¿t travel or move or anything". The patient indicated that "it got bad for me when I had a spinal leak, and they tried to fix it with a blood patch, and it happened when they used the blood patch", "it feels like overdose or it feels like the spine is so congested with clots that the medicine is going right to my brain". The patient further reported that they were "not quite sure it¿s an overdose, I just feel lightheaded and my gait is off and I can¿t walk so well". The patient was not sure of the dose/concentration as ¿they kept changing it around but they lowered it to 0.4mg continuous throughout the day. The patient had tried to call their hcp but reports they won¿t call him back so was requesting a list of other hcp¿s.

Event description:
[It was previously reported in related manufacturer report # 3007566237-2014-01057 that on (B)(6) 2014 a catheter was inserted where drug trials were done, but the trials could not be completed because the dura was torn.] It was reported the patient had an MRI related to the device. There was an ¿accident¿ when the catheter was implanted. The equipment was fine, but blood was forced into the subdural cavity in the lumbar and thoracic spine area when the doctor attempted to do a spinal patch where there was a tear in the dura of the spine where the catheter went. The patient was seeing a neurosurgeon. The pump was being used to deliver morphine. At the end of february the patient was admitted back into the hospital because of uncontrolled head and neck pain. Finally on the fourth day they attempted to do a blood patch near the tear. A mistake was made and the patient was started on intramuscular heparin blood thinner a few days before and that caused a problem. The blood patch didn¿t work and blood was forced into the subdural cavity, lumbar section and in the thoracic section. That wasn¿t known at the time because ¿they knew something was wrong.¿ in early march the patient started to have severe pain in areas where he never had it in the legs. On (B)(6) (B)(6) 2014, an MRI showed subdural hematomas in the lumbar and thoracic spine and the patient was referred to a spinal surgeon.

Event description:
The pump was also used to deliver bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).